Manufacturer narrative:
The device was received deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Fluid path testing showed that fluid was able to pass out the distal tip of the soft cannula. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. Blood was observed on the adhesive pad of the returned device, the formed needle, soft cannula, and bottom housing were all inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported infusion site event could not be determined.

Event description:
It was reported that a patient's blood glucose levels (bg) rose to >250 mg/dl, while wearing the pod between 4 and 24 hours. It was reported the pod's cannula detached from the pod. Additionally, the patient reported bleeding from the infusion site. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported cannula breaking or to determine its root cause. We are unable to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.